Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old (B)(6) female patient underwent a breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation was confirmed by physical examination performed by a doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 08/01/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 08/05/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.4 cm within an area of siltex cracking located on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Parallel lines of shell wear were also observed on the anterior aspect and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/11/2018, mentor became aware that the patient¿s replacement devices were mentor saline breast prostheses. Serial numbers for the replacement devices are 7572148-029 and 6868395-074. Explantation date is still unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/07/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/23/2018, the mentor failure analysis lab discovered that the suspect medical device is a mentor siltex round moderate profile 350cc saline breast prosthesis, lot #6573165, PMA #p990075, UDI (B)(4). Manufacturer¿s reference number: (B)(4).